Event description:
Pt was connected to cad pump at rate of 1 ml/hr infusing vincristine and adriamyan. Next morning at 01.30-2.00 pt suffered pain in shoulder near insertion site (n7.5 cm above entry site). Portagram showed extravasation, 2 drips of contrast medium close together coming out at a slow rate, approx 20 ml infused since previous day. Pt experienced severe pain and some redness at site of extravasation, no necrosis. Catheter was removed and cold packs applied.